Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown rigid torx screwdriver. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that during a left primary total hip case the rigid torx screwdriver got threaded and could not longer be used. Another device was readily available and case was completed without delay or any adverse consequences to patient or user.

Manufacturer narrative:
Corrected data: device was not returned for evaluation. An event regarding alleged thread damage involving a rigid torx screwdriver was reported. The event was not confirmed. No items associated with the event were returned or made available for identification or evaluation. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that during a left primary total hip case the rigid torx screwdriver got threaded and could not longer be used. Another device was readily available and case was completed without delay or any adverse consequences to patient or user.